Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the subject device becoming damaged during handling by the user, from which moisture invaded from the damaged area, the invaded moisture caused damage to the pcb [printed circuit board] in the video connector, as a result, the suggested event occurred. The user may be able to detect the suggested event by handling device in accordance with the following instructions for use (IFU): IFU ltf-s190-5/10 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image the user may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with the following IFU: IFU ltf-s190-5/10 reprocessing manual chapter 1 general policy 1.4 warnings and cautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. It is suggested that the user facility review the method of device handling according to the IFU. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited the picture has an abnormal color tone. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.